Manufacturer narrative:
The investigation is ongoing. Device was discarded.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure of a 23mm sapien 3 ultra valve, the 14fr esheath+ became stuck on calcium during insertion and this resulted in the esheath+ 'tearing'. It was confirmed by the fcs that the 'tearing' most likely resembled a split. A new 14fr esheath+ was obtained and prepped. The valve was implanted successfully. There was no patient injury. Per the report, the anatomy where the esheath+ became stuck was heavily calcified, and may not have been fully dilated.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component codes, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. As a result, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the events. A lot history review was also performed and revealed no other events relating to the reported events. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath+ usage. As stated in the IFU, use caution in tortuous or calcified vessels that would prevent safe entry of the esheath+. Do not use the esheath+ if it has surface defects or damage. Push force can vary due to angle of access and insertion, vessel diameter, tortuosity, and degree of calcification. Do not over-manipulate the sheath at any time. Do not force the sheath. If having trouble inserting the sheath, remove the sheath and try pre-dilating the vessel with a dilator or making the incision larger. Check to ensure sheath is not damaged before reinserting. If damaged, return and replace with a new sheath. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events for inability to introduce the esheath+ in the patient and esheath+ distal tip split were unable to be confirmed. A manufacturing non-conformance could not be determined. However, review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the events. A review of the IFU/training materials revealed no deficiencies. As there was no note of abnormalities during device preparation, it is unlikely that the reported events were an issue out of box. The event description states, 'the 14fr esheath+ became stuck on calcium during insertion and this resulted in the esheath+ 'tearing'. It was noted that the 'tearing' most likely resembled a split.' Per the training manual, 'push force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification.' The provided imagery revealed the patient had calcified and undersized access vessels. The presence of calcification and undersized vessel diameters can create a challenging pathway for sheath insertion as it can create friction between the sheath and vessel. This can make it more likely for the sheath distal tip to catch onto patient tissue and split with contact with sharp calcified nodules. In addition, if excessive force was applied in an attempt to overcome the insertion difficulty, it is possible that the sheath distal tip may have been damaged through continued interaction with the patient's access vessel, splitting it as reported. In this case, available information suggests patient factors (calcification and undersized vessel) and procedural factors (excessive manipulation) may have contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.